Manufacturer narrative:
The reported event of premature battery depletion and inappropriate shock was not confirmed. The rapid battery depletion was due to excess high voltage (hv) charges. The cause of the excess hv charges was suspected due to the patient¿s physiology. The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal.

Event description:
It was reported that the patient presented to the clinic for follow-up due to several discharge therapies that were appropriate and inappropriate shocks. The physician found that the device was at elective replacement indicator (eri). The device was later explanted and replaced. The patient was stable.